Event description:
The customer observed depressed alinity c total bilirubin results. On (B)(6) 2026, sid (B)(6) (2 day old, male) generated alinity c total bilirubin initial result of 0.4 mg/dl, and the result was released. The result was questioned by the provided. The same sample was repeated on a different alinity processing module 30 minutes later with results of 18.6, 18.6 mg/dl. The sample repeated again on the original alinity processing module of 18.7 mg/dl. A corrected report sent out to provider of 18.6 mg/dl. The customer does not have normal range for <7 days old. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the alinity c total bilirubin assay did not identify any trends related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68520uq05. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations with lot 68520uq05 and the complaint issue. Historical performance of the alinity c total bilirubin reagent lot 68520uq05 was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. The patient median result for lot 68520uq05 is within the established control limits; therefore, no unusual reagent lot performance was identified. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity c total bilirubin reagent, lot number 68520uq05.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed depressed alinity c total bilirubin results. On (B)(6) 2026, sid (B)(6) (2 day old, male) generated alinity c total bilirubin initial result of 0.4 mg/dl, and the result was released. The result was questioned by the provided. The same sample was repeated on a different alinity processing module 30 minutes later with results of 18.6, 18.6 mg/dl. The sample repeated again on the original alinity processing module of 18.7 mg/dl. A corrected report sent out to provider of 18.6 mg/dl. The customer does not have normal range for <7 days old. No impact to patient management was reported.